Manufacturer narrative:
The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted. A search of the complaint database for similar complaints was conducted; no additional complaints have been reported for the same lot. The may 2007 15-month achalasia balloon product family complaint trend report, inclusive of all failure models was reviewed; no adverse trend was noted.

Event description:
In 2007, it was reported to boston scientific corporation that a lower esophageal sphincter dilatation procedure was performed, using a 30mm rigiflex ii achalasia balloon, on a female patient (age unk). According to the complainant, the pt had "really no stenosis - the patient had achalasia proven on barium x-ray and manometry, but the ugie was normal with no obstruction to the passage of the endoscope." The length of the stenosis was a "typical bird's beak on barium xr, right at the ogj - i.e. A very short stenosis." Follow information, obtained from the complainant, established that the dilatation procedure was performed at pressures ranging from 12 to 15 psi, for approximately 1 minute. It was reported that, "the pt later presented with back pain." "Barium swallow was clear. CT scan showed gas present in the patient's chest." The physician stated, "perforation was incurred during the dilatation." The physician placed a bsc polyflex stent (21/25 x 12cm) to "seal [the] perforation." The pt was then returned to ICU. Information from the nursing staff revealed, "approximately 2 weeks post stent placement, the pt had a gastroscopy, which showed the stent had slipped slightly' (distally) and was subsequently moved (proximally) with biopsy forceps." No further info has been obtainable regarding the patient's condition.